Manufacturer narrative:
The investigation, including root cause determination is in progress.

Event description:
A surgeon reports a patient with contrast sensitivity issues following refractive surgery. This report is for the right eye, the left eye is being submitted under manufacturer report #1061857-2007-00256. Patient records indicate at 5.25 months post-op, bcva in the right eye had decreased by 1 line. Ucva improved from 20/cf to 20/25 post-op.